Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and confirmed the reported issue. The fse replaced the customer owned exhalation valve flow sensor. The unit then passed all testing.

Event description:
It was reported that a ventilator was not delivering the set volume. There was no patient involvement during this malfunction. There is no report of serious injury or death associated with this event.